Event description:
Pt returned from the or procedure, with a wound to the lateral aspect of the left hand. Reported to the bedside rn to be a burn from the or equipment. Wound includes brownish/yellow areas to outside aspect of left hand and tips of two fingers. Dr's note lists wounds as second degree burns. Initially, we thought this was due to operator error, but subsequently there were 3 more reports of burns involving the same piece of equipment. The device was evaluated using a light meter, and found to be delivering about 12% higher light output than a different light source of the same model using the same lamp cartridge in both units. In addition, the heat output seemed to be much higher than the comparison unit, but we do not have proper test equipment to specifically measure heat output. It is possible the heat filter is not working properly, but no damage was visible. Excessive lamp current may be responsible for the dramatically increased heat output.